Event description:
It was reported that the patient experienced an episode of syncope while reading the newspaper. Review of the implantable pacemaker data indicated signal noise was present at the time of the syncope that had the appearance of electromagnetic interference (emi). The patient did not recall using any electrical equipment that could have led to the event. Additionally, both the atrial and right ventricular (rv) leads exhibited noise that was not emi. The atrial lead had myopotential noise in the unipolar configuration, while the rv lead had noise with oversensing in the bipolar configuration. The patient was hospitalized pending additional lead troubleshooting/intervention. The pacemaker and leads (unknown models) remain in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced an episode of syncope while reading the newspaper. Review of the implantable pacemaker data indicated signal noise was present at the time of the syncope that had the appearance of electromagnetic interference (emi). The patient did not recall using any electrical equipment that could have led to the event. Additionally, both the atrial and right ventricular (rv) leads exhibited noise that was not emi. The atrial lead had myopotential noise in the unipolar configuration, while the rv lead had noise with oversensing in the bipolar configuration. The patient was hospitalized pending additional lead troubleshooting/intervention. The pacemaker and leads (unknown models) remain in service and no additional adverse patient effects were reported. It was additionally reported that the patient underwent replacement of the rv lead. The model and serial number of the replaced lead remain unknown.